Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.

Event description:
Customer reported pt data was being cut off and not displayed on the monitor. No pt injury was reported.